Manufacturer narrative:
(B)(4). A partial lead measuring 64.3cm was returned in two segments for analysis. External insulation abrasion was noted at 11.2-11.4cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 10.5-10.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.